Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation ot the reported symptom, which was reproduced. System error 322 alarms were confirmed and were determined to be caused by failed link screws. The upper auxiliary assembly, which contains the failed link screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.